Manufacturer narrative:
The investigation is in progress. Sample have not yet been received for evaluation. The device history record (DHR) for the lot was reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the DHR review and the product was released according to manufacturer's acceptance criteria. A root cause has not been identified. (B)(4).

Event description:
A customer reported that the surgeon was not able to get any suction through the handpiece while performing a vitrectomy procedure. Two system and three probes were attempted to be used but the issue was not resolved. The staff flushed the probes that were not working and observed that small black pieces were expelled. An alternate system and handpiece was used and the procedure was completed with no impact to the pt. This is the first of three reports being filed for this facility.